Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with their insulin pump receiving change sensor alarm and external ram crc error. The customer's blood glucose at the time of incident was reported to be unknown. Troubleshoot was conducted and it was determined that the device would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump passed displacement test, a21 error test and self test however, no a17 or a21 alarms noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.